Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a motor error alarm from the insulin pump. Customer's blood glucose level was not provided. The customer stated that the insulin pump was not exposed to a strong magnetic field. The customer tried troubleshooting the pump, and it worked fine for 6 hours. The customer stated that the pump had a false motor alarm that may be caused by viewing the senor glucose graph while the pump was delivering a bolus. Customer was advised to discontinue use of the device and to revert to a backup plan.

Manufacturer narrative:
The pump passed the basic occlusion and displacement tests. No motor error alarms were noted. However, unable to prime the pump during the prime test due to a faulty force sensor. The motor was tested outside the device and it passed. No cosmetic damage noted.